Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed the defib and svc impedance measurements were variable over the duration of the record ranging from 43 - 184 ohms and 56 - 172 ohms respectively. The final value of the record on (B)(6) 2010 showed an elevated reading of 4248 and 7608 respectively.

Event description:
It was reported there was an alert due to high impedance, >200 ohms. Review of device data shows impedances have ranged from 50-180 ohms since a device change in (B) (6), 2008 and has recently reached >7000 ohms. A company technical consultant stated the lead is likely either backed out of the header or fractured. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was an alert due to high impedance, >200 ohms. Review of device data shows impedances have ranged from 50-180 ohms since a device change in (B)(6), 2008 and has recently reached >7000 ohms. A company technical consultant stated the lead is likely either backed out of the header or fractured. The lead was capped and replaced. No patient complications were reported as a result of this event. Further information reported the lead conductor fracture was observed visually.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was later explanted due to an unrelated issue.